Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical devices: 5072-52 lead, implanted: (B)(6) 2009. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that a remote monitor transmission received noted the patient had received multiple high voltage therapies for ventricular tachycardia (vt). It was further reported a lead integrity alert (lia) was triggered due to sensing integrity counter (sic) and double counting of the vt was observed. The high voltage shocks resulted in a biventricular paced rhythm with questionable capture. The current transmission electrograms showed an ongoing vt. Additional information received reported the patient is deceased and died the day of the transmission. A call was placed by the clinician to the patient's residence with no answer, the family was contacted and the patient was found deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.